Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to shock from their implantable cardioverter defibrillator (ICD). A device interrogation indicated that an "abnormal inadequate shock" / inappropriate shock was delivered when there was no true ventricular tachycardia (vt) episode. The patient was hospitalized and the ICD remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.